Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from the lot. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated the reported slda appears to be related to the patient anatomy due to a small atrium, flailed posterior leaflet (chordal rupture) and prolapsed anterior leaflet. The reported mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. On (B)(6) 2017, a control echocardiogram was performed. It was found that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The mr had increased to 4. The patient was confirmed to be stable; however, remained hospitalized. No additional treatment has been planned or performed. No additional information was provided.

Manufacturer narrative:
(B)(4). This incident was further reviewed by an abbott vascular medical affairs director who stated that clip detachment is a foreseeable event and can be due to many factors in the absence of any device malfunction. All available information was investigated and a definitive cause for the reported complete clip detachment (ccd) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30-day medwatch report, the following information was provided: on (B)(6) 2018, it was noted that the clip had detached from the posterior leaflet and was stuck in the right aortic sinus of the valsalva. An embolic protection device was placed and the clip was snared from the aorta to the femoral artery. A cutdown was performed and the clip was removed. No further intervention was performed and the patient was confirmed to be stable. No additional information was provided.